Event description:
Patient had epoprostenol infusing through a tunneled hickman catheter. At approximately 1500, patient put on call light and rn found patient with blood soaking through her gown. After investigation, patient was found to have a crack in her hickman catheter near the site of insertion and suturing. Team immediately notified. Epoprostenol transferred to open peripheral line. Patient taken for emergent replacement of hickman.